Event description:
Pt with sciatica was massaged using vaseline intensive care healthy hand lotion to relieve pain on her right calf, after which a cold pack applied to the same area. The cold pack was wrapped in a pillow case before placing on the skin. After 20-30 minutes, the cold pack was removed. The area of the leg where the cold pack was placed was hard and red which then became black and blue. Later that evening, the area started to blister. In 2006, more blistering was evident. The next day, the pt was taken to the hospital burn unit and the blister was cut open in order to drain.